Event description:
It was reported to medtronic minimed that the customer reported cartridge holder is cracked, cap no longer stays attached. The customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-105nnpkna. Troubleshooting was partially performed. Instructed customer to revert to backup plan per health case professional instructions and to place pump in storage mode. No further patient complications were reported. Product return for mmt-105nnpkna is expected and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Injection foot broke off. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Unable to perform baseline and wireless functionality, leak test, and displacement dose accuracy due to missing injection foot. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked/broken. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Unable to verify alleged high bg. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked/broken. Therefore, the customer concern of cap no longer staying attached was confirmed. No insulin is dispensed when the injection/dose button is pushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.